Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis cannot be completed. Should additional relevant information become available, a follow-up MDR will be submitted.

Event description:
It was reported that a vial-mate did not flow when connected to a bag. The device was detached and the solution was mixed in manually. This occurred before use so there was no patient involvement. No additional information is available.